Event description:
It was reported to philips that the system was not booting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that system was not powering on. Upon troubleshooting, fse found that the ups was not functioning due to a blown fuse in the control circuit. To resolve the issue, fse bypassed the ups within the power distribution unit. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.